Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer received multiple inaccurate fill estimates once the cartridge was refilled and reloaded. Blood glucose level was 426mg/dl at the highest. Reportedly, the customer refills cartridges, uses cold insulin, does not perform the proper air removal process and uses novolin r insulin in the cartridge. Tandem technical support educated the customer in regards to the proper load sequence. Reportedly, a cartridge change was performed to address the issue.

Manufacturer narrative:
T:flex user guise states: only humalog® and novolog® have been tested by tandem diabetes care, inc., and found to be compatible for use in the t:flex system. It is not intended for use with any other delivery substance. The t:flex user guide states: do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. Tandem¿s t:flex user guide describes how to remove air from the cartridge using the syringe. Per the cartridge instructions for use: make sure that insulin is at room temperature before filling the cartridge.